Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning sensation and blisters/welts. The patient sought medical treatment from their doctor and was prescribed a topical anti-inflammatory. The patient reported following proper skin preparation.